Manufacturer narrative:
Per tandem's t:flex user guide: "only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent altitude alarms. The customer's blood glucose (bg) level was not impacted. Reportedly, the customer used u-500 insulin and would maintain their bg level with manual injections until replacement pump is received.